Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The initial report assigned MFR report number 2518422-2025-100071 was inadvertently marked as complete = no, when in fact, this was a complete report when initially submitted. There is no additional information to report over or above what was reported in the initial report that was submitted. This follow-up record is to indicate the complaint record is complete.